Manufacturer narrative:
Additional information received indicated that the date manufacturer¿s received date should be 2019-08-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s wife who reported that she did not know the exact date in 2019 when the issue began, but it was at least 2 months ago when the issues started. When the issues first began, they weren't sure what was wrong with the patient. He was brought into the emergency room because they thought he was having a stroke. They were going to do an MRI, but he got panic attacks in MRI machines and had to be sedated so then it was decided that he didn't need an MRI. When the home health nurse extracted the medication from the pump, hardly any of the drug was gone and this showed that the pump wasn't working. The patient¿s managing physician eventually confirmed via a dye study that there was no medication going through the catheter because it was kinked and referred him to the surgeon to get the catheter repaired, but the surgeon postponed the surgery until his a1c level got back to normal because it was too high. The patient was then referred back to his managing doctor to get oral medications. Per the patient¿s wife, the patient was in a car accident in (B)(6) 2018. He didn't sustain any injuries other than cervical disc issues which he had to have taken care of in (B)(6) 2019. She was wondering if the car accident could have kinked/damaged the catheter at that time. The patient¿s wife didn't know the dose, concentration, or the name of the drug in the patient¿s pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative (rep). The patient was receiving 15 mg/ml of dilaudid. It was reported the patient's concentration had been changed to 4.4 mg/ml and at 0.83 mg/day. It was reported the patient recently had a catheter replacement. No further information was provided regarding the replacement. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain, non-malignant pain and degenerative disc disease. On (B)(6) 2019 it was reported that the patient¿s pump ¿line was kinked¿. Per the reporter the pump was currently not working, the patient had not been getting any of the medication for at least 2 months now. Per the reporter according to the managing physician, the line is linked and there is no medication going through. The surgeon had to cancel his surgery to repair the line because the patient¿s a1c level is at 9 and wanted it down below 8 before he will operate. The surgeon recommended to have the patient on oral medications to get the patient through until his a1c was under control. No further complications were reported or anticipated.